Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose (bg) level was 16.8 mmol/l. Customer administered an insulin injection to resolve bg. Technical support guided customer through pump reset, confirmed malfunction did not recur after reset, advised customer to continue using pump, and instructed customer to call back if malfunction alarm appeared again.